Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, when the flush line was connected to the catheter, there was no flow to the tip of the farawave catheter. The flashlight line was removed and try to hand flush the flush port on the catheter, and there was no flow. The catheter was replaced and the procedure was completed without patient complications.